Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a worsening cognitive decline. The patient was forgetful and confused when admitted to the hospital. The mws of 2 was improved to a 1 24 hour post operative, but worsened to a 3 upon discharge, which was one day prior to the 14 day window. The patient experienced an increased confusion, delusions, and agitation since the procedure. The patient has also shown aggressive behavior. The patient was admitted from (B)(6) 2022 to (B)(6) 2022 due to altered mental status, which found the patient had other issues of acute cystitis and covid. The site related assessment determined the event to be not related to the procedure and the device. The sponsor assessment determined the event was possibly related to the embolization procedure. The subject had underlying dementia, which was exacerbated by the embolization procedure and surgical evacuation. The patient was recovering at the time of the report. The sdh location was frontal, parietal. The hematoma thickness was 16mm and the midline shift was 2mm.